Event description:
It was reported that during use of the iab, the pump alarmed "catheter fault". The pump and tubing were exchanged, but the alarm contined. The iab was then removed and replaced without any complications.